Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1flwy, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms after a bumpy bus ride. All impedance combinations were >4000, all programs were tied with increasing the voltage and the patient had no success with symptom control as they did prior to the bus ride. The manufacturer representative (rep) was notified of the replacement the day of the report. They were checking to see if the device could be sent back, at the time of the report it was not known if that was possible as the device may have been thrown away. Both the ins and lead were replaced the day of the report. No further complications were reported or anticipated.